Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters and a rash under the therapy electrodes. The skin irritation was described as red and itchy with no open areas. The patient's physician instructed the patient to remove the lifevest as necessary to address the rash and to use a steroid cream on the rash and blisters. During a follow up call, the patient reported that the rash had healed. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.